Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that high thresholds were seen on ventricular capture management. In addition, capture management was not seeing capture at high outputs. The rv lead capture management was reprogrammed and remains in use. No patient complications have been reported as a result of this event.